Event description:
It was reported that during an unknown procedure the blade broke off. The piece wasn't retrieved. No patient consequences but the piece could eventually remain into the patient. Another like device was used to complete the case.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.